Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that five weeks after an intraocular lens (iol) was implanted, it was exchanged for another lens of same model but one and a half diopters less power. The patient had reported blurry vision and headaches prior to the exchange procedure. The implanting physician was not the lens exchange physician. Additional information was requested.